Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) no longer starts.

Manufacturer narrative:
E1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a few hours after insertion of dignishield, flush water and waste material leaked out. There was no abnormality in the connection with the collection bag. The distal part of the tube was damaged.

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields: d10. A getinge field service engineer (fse) helped the customer by phone. No repair and no parts were replaced. The device was not properly seated in the cart, so it didn't charge. The client confirms that it charges again and it is functional.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) no longer starts. No patient involvement.

Manufacturer narrative:
Corrected fields: h6- medical device -problem code. Updated fields: b4, g3, g6, h2.

Event description:
N/a